Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2003, the patient was admitted due to unstable spine. The patient had a positive discography. His emg was positive. There was evidence of s1 radiculopathy. He was diagnosed with degenerative disk disease, l4-l5 and l5-s1. The patient underwent pedicle fixation (internal instrumentation) using the percutaneous pedicle screw system and anterior lumbar interbody radical discectomies; interbody fusion with bone morphogenetic protein; placement of prosthetic devices (cages) , all under magnification using microsurgical technique; placement of plate and screw system (anterior instrumentation). Attention was directed to l5-s1 where again the midline was identified. A template was placed. There was an incision in the annulus and radical discectomy performed. Two 16 x 20 cages were then placed and countersunk. They were then backfilled with some additional bmp. The plate was then appropriately sized. A #25 mm plate was then sampled. The awl was used to perforate the cortex. In the upper level and not the lower level the body was tapped. A 6.5 x 25 mm screw was placed into the body of l5. Similarly, two 6.5 x 30 mm screws were placed in the s1 body. They were tightened. A locking plate was then placed over these. The whole construct was checked by fluoroscopy. On (B)(6) 2003, the patient was discharged. Patient alleges unspecified injuries due to rhbmp-2/acs.